Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent repair of a recurrence of his right inguinal hernia. The surgeon noted that the previously placed mesh had "migrated, resulting in recurrent direct inguinal hernia." Medical records are not available at this time; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard device #1 implanted on (B)(6) 2011. An additional emdr was submitted to represent the bard device #2 implanted on (B)(6) 2012. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for the repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112760, lot number huva1650 (device # 1) was implanted to repair the hernia defect. On (B)(6) 2012: the patient was admitted to the hospital for the repair of a recurrence of his right inguinal hernia. As reported, the surgeon noted during the operation that the previously placed mesh had "migrated, resulting in recurrent direct inguinal hernia." As reported, the mesh was resected and submitted to pathology as a specimen. It is alleged that the patient was implanted with another bard/davol perfix plug, (device # 2) continues to suffer from pain and remains at risk for additional complications and recurrences. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent repair of a recurrence of his right inguinal hernia. The surgeon noted that the previously placed mesh had "migrated, resulting in recurrent direct inguinal hernia." Medical records are not available at this time; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of perfix plug, patient was diagnosed with hernia recurrence, inflammation and mesh migration thereby underwent repair. Per op notes, "onlay sheet of prolene mesh had migrated". The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2011: the patient underwent surgery for the repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huva1650 (device # 1) was implanted to repair the hernia defect. (B)(6)2012: the patient was admitted to the hospital for the repair of a recurrence of his right inguinal hernia. As reported, the surgeon noted during the operation that the previously placed mesh had "migrated, resulting in recurrent direct inguinal hernia." As reported, the mesh was resected and submitted to pathology as a specimen. It is alleged that the patient was implanted with another bard/davol perfix plug, (device # 2) continues to suffer from pain and remains at risk for additional complications and recurrences. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿hernia was identified. A perfix plug (device #1) and an onlay sheet was placed along the floor of the inguinal canal and secured using prolene sutures.¿ (B)(6)2012 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #1) and implant of perfix plug (device #2). Per operative notes, ¿noticed that the onlay sheet of prolene mesh that had been placed at the prior operation had migrated, resulting in a recurrent direct inguinal hernia. The mesh that had migrated away from the medial aspect of the floor of inguinal canal was then resected. Examined the mesh plug that has been used to reinforce the widened internal ring was intact. A direct hernia was identified, a large perfix plug (device #2) and a second onlay sheet of prolene were placed in the inguinal canal and secured using prolene sutures.¿ (B)(6)2014 - patient was diagnosed with symptomatic left inguinal hernia thereby underwent repair with the implant of perfix plug (device #3). Per operative notes, ¿identified an indirect inguinal hernia and was reduced. A medium size perfix plug (device #3) and patch of prolene was placed along the floor of the inguinal canal and secured with sutures.¿ attorney alleges that the patient had pain and hernia recurrence.